Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that there was gas leaking at exhaust value #4, right bottle valve #5, left bottle valve #7 that caused a system leak test failure. Since the event occurred during routine testing, there was no patient involvement during this event.